Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The superior vena cava lead impedance measured 156 ohms from a normal trend of 58-61 ohms on (B)(6) 2014. The right ventricular lead integrity warning occurred (B)(6) 2014 for out of tolerance lead impedance.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was an alert for high impedance on the superior vena cava (svc) coil of the right ventricular lead. There was also a possible fracture. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.